Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device it was reported via the implant patient registry that this 71-year-old patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and eleven (11) months for unknown reason. A 26mm transcatheter valve was implanted within the pre-existing surgical valve.

Manufacturer narrative:
Initially, it was reported that this 71-year-old patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and eleven (11) months for unknown reason. However, through investigation it was learned that this valve in valve procedure was performed due to endocarditis. The onset date of endocarditis was approximately 1 year and two months before the valve-in-valve procedure and the infective organism was strep mitis. As reported, patient presented with increased fatigue over last year with new presyncope episodes. A transcatheter valve was implanted within the pre-existing surgical edwards valve. As reported, patient was noted as to be doing well and discharged home. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device (common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis). In this case the endocarditis was healed, however a vegetation remained been degenerated and affecting valve function over time. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.